Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, there was placement difficulty as the helix would not extend when trying to place the lead in the patient's atrium. The attempted lead was not implanted, and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.